Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 600 mg/dl. Insulin shots were administered and by the next morning, the customer's bg level had been lowered. As the customer changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. However, a system check was performed on the current supplies being used and the system functioned as expected.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.